Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries and had diminished battery life. Customer also stated that the insulin pump had crack around the screen and rewinds louder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corners.